Event description:
The clinician reports the implant was inserted (B)(6)2019 in ada 9. Details of surgery: implant surface not completely covered with bone. On (B)(6)2019, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: swelling and bleeding. No further patient complications were reported.